Event description:
Original tlif surgery occurred (B)(6) 2014 to fuse l5-s1. During follow up visit on (B)(6) 2015 the radiograph noted that the rod had disassociated from left l5 pedicle bone screw. No pt injury reported. Revision surgery occurred (B)(6) 2015. Screw and rod were replaced and pt is doing well post revision. Pt activity level, bone quality, and compliance with post-surgical instructions are unk.

Manufacturer narrative:
(B)(4). Radiographs received confirmed the event. Device is not expected to be returned to nuvasive and no further investigation can be completed at this time. Pt impact/sustained fall or other factors contributing to a failure are unk. The surgeon was noted to have difficulty during final tightening of the lock screw. It is unk if lock screw was ideally fixated. The root cause of this reported event has not been determined; no conclusion can be drawn. Trend review indicates no adverse trend exits for the fault type.